Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that low pulsatility index (pi) values were observed despite decreasing pump speed from 9000 rpm to 8600 rpm, then to 8400 rpm. The patient had some elevated lactate dehydrogenase levels within the 700 u/l to 900 u/l range. A system controller log file was submitted to the technical services representative which indicated that on (B)(6) 2016, the patient began having some fairly sharp changes in pi which triggered pi events. This pattern continued throughout the remainder of the log file with pi trending downward. The pump power was trending upward very slightly despite the decrease in the set speed. There was very little difference noted in pump power values between the 2 set speeds (9000 rpm and 8600 rpm). The file did not capture any data at the latest reported set speed change to 8400 rpm. It did not appear that the lvad parameters were responding as expected with changes in the set speed. As of (B)(6) 2016, the patient was doing fine without any alarms received. No further information was provided.

Manufacturer narrative:
The report of increasing pump power and decreasing pulsatility index values despite decreases in set speed was confirmed based on the information contained in the submitted system controller log file. The system controller log file captured an upward trend in pump power and calculated flow values, a downward trend in pulsatility index values, and multiple pulsatility index events while the pump was operating at the set speed of 8600 rpm and 9000 rpm. However, a specific cause for the events and the reported elevation in the patient's lactate dehydrogenase levels could not be conclusively determined. The patient remains ongoing on lvad support with no further pump parameter related issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.